Event description:
During an in clinic follow up, oversensing resulting in inappropriate mode switching was observed on the device. Technical support was contacted and reprogramming was recommended. Reprogramming was performed however, was unable to resolve the event. The patient was stable and will continue being monitored.